Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient currently receiving saline via an implantable pump. The indication for pump use was post lumbar laminectomy syndrome and spinal pain. The patient¿s medical history included pacemaker implantation on (B)(6) 2017. On (B)(6) 2017 it reported that in (B)(6) 2016 the patient¿s pump had been filled with saline instead of fentanyl due to a billing situation and that he no longer had a pump managing physician. The pump began alarming with a dual beeping around (B)(6) 2017. The patient wanted to know if he had any reason to worry medically about the pump running when there was nothing in it. The patient saw their pcp (primary care provider) on (B)(6) 2017 for a regular scheduled appointment and discussed the pump again regarding the patient¿s options. The patient was scheduled to have a consultation with a neurosurgeon regarding having the pump removed. Additional information was received on (B)(6) 2017 from a healthcare professional via a company representative and it was reported that the pump logs indicated the pump was delivering fentanyl (200 mcg/ml at 22.59 mcg/day). The empty reservoir alarm occurred on (B)(6) 2017 and the pump was still alarming. The patient had electively decided that he didn't want the pump anymore so the pump was not refilled and the pump was going to be explanted on (B)(6) 2017; however, due to labs the plan was to wait. They were not going to refill the pump so options for silencing the alarm were discussed and the pump off authorization form was sent. No patient symptoms were reported. Additional information was received on (B)(6) 2017 from a healthcare professional and it was reported that the pump was not filled with saline in (B)(6) 2016. The pump was filled with fentanyl. This healthcare professional had not seen the patient in a long time as they had been discharged from his office.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 28-feb-2017 from a consumer and it was reported that the patient didn't experience any symptoms related to the alarm because the pump had been filled with saline back in (B)(6) of 2016. The cause of the alarm was noted to be that the pump was running but had nothing in it. On (B)(6) 2017 the alarm was turned off. The pump alarm was resolved.